Manufacturer narrative:
Block h3 & h6: in the initial MDR, it stated that a replacement touchscreen was sent to the facility. However, based on updated information received, the facility postponed the replacement. All codes from the initial MDR remain applicable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable; no patient involvement. Blocks e1 & g2: country is south africa. Block h3 & h6: a replacement touchscreen was sent to the facility; no further issues have been reported. The replaced touchscreen was not returned to the manufacturer, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intrasight system touchscreen monitor cable connector was melted (burnt). It is unknown how this occurred but thought to have been tampered with. There was no patient present and no user injury reported. This product problem is being reported in an abundance of caution because a burnt touchscreen monitor cable can result in a potential for harm.